Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated with the programmer, the values for high voltage lead impedance were unable to be displayed. The cause of the event was that the merlin.net transmission was sent the same day as the follow-up date. The patient has been well with no troubles after the event.